Event description:
It was reported that the bottom case of the main unit was damaged due to the dust inside screen. Overhaul. There was no patient involvement. Device evaluation revealed error code 1720 and a defective back up capacitor.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed and the pump showed error code 1720. The possible cause is a defect in the backup capacitor. However, the device was returned to the customer with no repair or overhaul provided at the customer's request.